Event description:
It was reported that during a lap gastric bypass procedure, the device was fired across the bowel. The stapler cut but did not staple. Upon inspecting the reload, it was noted that the cartridge was not a new cartridge, but one that already had been fired. The safety lockout did not work. The bowel was then sutured laparoscopically and the case continued. No pt consequence.